Event description:
Healthcare professional reported right side "presence of fluid between the implant wall and the breast tissue" (captured as seroma) and rupture. Patient reports high fever. The device remains implanted.

Manufacturer narrative:
Continued section e1 (phone #): (B)(6) a review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter .regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture & seroma.